Event description:
It was reported that two devices were given with a note stating that during a laparoscopic cholecystectomy procedure, one device misfired and the other would not release after firing. No other details are known. No pt impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Jaws unable to_open after assisted, malformed clip, advancer bypass. H3: evaluation summary: the analysis results of device (a) found that it was received in good visual conditions. The device was cycled and an advancer bypass incident was noted, the jaws remained in closed position. The trigger was manually assisted in order to open the jaw; one pear shaped slip was released. The remaining clips were conforming, however, a sticking issues were noted. The analysis results of device (b) found that it was received in good visual conditions. The device was cycled and an advancer bypass incident was noted, the jaws remained in closed position. The trigger was manually assisted in order to open the jaw; one pear shaped slip was released. The remaining clips were conforming and then, the device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the mfg process. Device b: batch # f9h29g. Mfg date: 7/14/2009; exp date: 06/14/2014. Malformed clip, advancer bypass.